Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to be in "okay" physical condition; the right plunger case was cracked. A "motor rate error" was present in the event history log. Flow testing was performed and the reported error was duplicated. The likely cause was determined to be the motor assembly and main board, which were replaced. The motor assembly issue was attributed to normal wear of the pump.